Event description:
It was reported that patient underwent total hip procedure on (B)(6) 2008. Subsequently, the patient began to experience pain and labwork results revealed elevated cobalt levels. A revision procedure was performed on (B)(6) 2012 to remove and replace the acetabular cup and modular head. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." Evaluation of the returned cup found evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the part, wear rates did not appear to be excessive. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00175 and 00176).